Event description:
It was reported that the patient experienced a shocking or jolting sensation and overstimulation. The patient also described the feeling as an "icy-cold sensation, numbing, and tingling." The stimulation was felt in the wrong location into "butt, hip, and groin." The symptoms began following an epidural injection on/around (B)(6) 2012. The patient was supposed to feel stimulation in the left leg medial to the thigh and laterally from the knee down. X-rays of the back and pelvis areas indicated no signs of system damage; however, no x-rays were taken of the leads to check for lead migration. The manufacturer representative made attempts on (B)(6) 2012 to test and reprogram the patient's device but no benefit resulted. It was noted that the representative had once turned up the stimulation to 3.25 volts and the patient jumped off the table and began to cry; the patient's normal stimulation range was in between 1.0 and 1.25 volts. It was suspected that the lead had migrated or "fluid [had] moved into one of the [lumbar] disks." The patient had a total knee replacement in (B)(6) 2012 and was in a head-on collision on (B)(6) 2012. The patient felt added pain from these events as well. The patient was "miserable" and really needed her stimulation back on to help with the pain. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that there was ¿bad placement¿ of the device. It was noted the device was replaced and the patient is doing ¿great¿ after replacement. It was reported the date of explant was (B)(6) 2014.

Event description:
Additional information: the patient reported a "malfunctioning" unit since (B)(6) 2012. Patient was seen by a physician in (B)(6), and an x-ray found that the lead had shifted. The patient received assistance from her physician and manufacturer representative during multiple appointments in (B)(6) but was still having concerns with her device or therapy. A follow-up medical appointment was scheduled with that physician and a manufacturer representative for (B)(6) 2012; however, the patient reported there was no guarantee that the physician would repair/replace the stimulator/leads. Additional information was requested but was not available at the date of this report.

Event description:
Additional information reported that the patient's symptoms occurred following profusely vomiting last night. She started to feel shocking around her (transponder) implanted device area. The patient experienced shocks by her "implant" even with her device being off since may. The previously reported "icy cold sensation" was also stated to be felt in her toes. The patient noted that the leads/wires had moved slightly and the wires were "crossed." In addition to a problem with the leads, the patient stated that the doctor confirmed via x-ray that there was also a problem with the implantable neurostimulator (ins). The patient had pain in and around the pelvic and abdominal area yesterday, so she went to the emergency room and received a computerized axial tomography (cat) scan. It was noted that the patient had an ovarian cyst/lesion around the area on the right hand side. She also had migraine headaches at the same time. She received a pain medication injection and was sent home the same day from the hospital. It was also reported that the patient charged her device more than expected. She had replaced the batteries 2 weeks ago and she stated her device was going down 25% every 2 weeks even with the device off. She stated "the implant was working it typically would take 4-6 weeks to charge." The patient outcome was unknown at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. The conclusion code no longer applies to this event. The result code no longer applies to the ins and the result code no longer applies to the leads. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-05-22 reporting that they met with a manufacturer representative on the day of the call for normal reprogramming. Adhesive discs were requested. The patient reported that they had a procedure on (B)(6) 2012 but the ID card showed that their implant date was (B)(6) 2014. The consumer was not sure what the procedure on (B)(6) 2012 was. The consumer reported that one of their leads migrated in 2012 and they had to redo it. It was stated that they now only had one lead and the representative was trying to find out the location of the lead. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID: 37752, serial#: (B)(4). Product type: recharger: product ID: 37743, serial#: (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient had a revision in (B)(6) 2012 and a battery replacement in (B)(6) 2014 due to a shocking and jolting sensation.

Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found the device was functionally okay with insignificant anomalies. Analysis of the lead, lot # v557249009, found no significant anomaly and that the lead body had been cut through and segmented. Analysis of the lead, lot # v571323011, found no significant anomaly and that the lead body had been cut through and segmented.